Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first fitting after surgery the in situ testing showed 10 channels with high impedance and 2 channels are involved in a short circuit. The hearing performance is affected. A CT scan and a check up with the surgeon is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Intraoperative measurements already showed several channel in hi status with fluctuations likely caused by air over the active electrode contacts or non-optimal contact to connective tissue. This is a final report.

Event description:
Hearing performance with the device is affected. No trauma or accident has been reported. No anatomical problems reported; however it's stated that the electrode insertion was difficult. The user has been re-implanted.